Event description:
Account tried to pull apart tubing for nxt((B)(4)) as indicated and accidentally punctured a hole. The main problem is this account continually encounters leaking through the enter channel of the handpiece throughout the duration of the case. Occasionally no leaking through the center port. Always the same set up and settings. There was no patient injury. Additional information has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.